Event description:
The ohmeda anesthesia machine was working properly in mechanical ventilation. Toward the end of case, the machine was switched to hand ventilation and then switched back to mechanical ventilation. At this point, the machine stops ventilating and the bellows were not cycling. There was no audible alarm, but the operator views alarm window stated "flow valve dac failure." The patient was switched back to hand ventilation. The operator then dialed 100% oxygen but after several breaths, they did not feel the patient was being oxygenated properly. The patient was then connected to a breathing bag oxygen cylinder configuration (during which saturation rose immediately), and this was used for the last ten minutes of the case. The clinical engineering department verified the alarm and error code message in the anesthesia machine log. The manufacturer's analysis of the machine found and replaced a defective cpu board. Additionally, no defect could be reproduced on the manual ventilation side and the audible alarm was set to level 1 (the lowest setting), which is very quiet.